Manufacturer narrative:
Pump received with missing segments and partial display due to cracked and bleeding liquid crystal display glass. Unable to perform any tests due to liquid crystal display physical damage.

Event description:
The customer was reported via phone call that their insulin pump screen was damaged. The customer's blood glucose level was not provided at the time of the incident. The customer stated that they fell on the insulin pump and cracked the screen. Troubleshooting was provided but nothing was resolved. The insulin pump will be returned for analysis.